Manufacturer narrative:
Co has completed its evaluation of the MDR incident listed above and, after testing the device, co has not been able to verify a device malfunction which could have contributed to this event. Co concluded that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, use of off-brand test strips (the customer returned off-brand test strips in a one touch vial), or some unknown anomaly. At this point, co's investigation of this matter is closed.

Event description:
The pt, a non insulin dependent diabetes mellitus began obtaining results in the "80's and 90's" on his one touch ii meter on 3/6/1998. Because of the low results, he ceased taking his insulin. On monday, 3/9/1998, the pt began feeling nauseous and dizzy. He contacted his physician at 8:30 am and was advised to continue monitoring his blood glucose. At 11:30am, he had his son transport him to the ER because he "felt terrible." Upon arrival, his laboratory blood glucose result was "somewhere in the 970's." The pt was admitted and treated with insulin. The meter is not cleaned or maintained according to manufacturer's recommendations. It is cleaned only once per month rather than the suggested weekly cleaning. No control solution tests are performed and check strip tests are done only once per month. The meter was in calibration at the time of contact, reading 87 within a labeled range of 73-98.